Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory it was noted tha the complete lead was returned. Visual inspection found cuts in the and electrocautery damage noted in the insulation along with blood and body fluid in the lumen. The lead was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. No further testing was performed analysis could not confirm the clinical allegations observed in the field.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited loss of capture due to high threshold measurements. An x-ray confirmed that the lv lead had dislodged. A revision procedure was performed where the physician attempted to reposition the lv lead, however whenever capture was obtained there was muscle stimulation. Subsequently the lv lead was explanted and returned for analysis. No additional adverse patient effects were reported.